Event description:
The pump was returned for service with the report "keeps shutting off while plugged in". Info was not provided whether or not the device was in use on a pt when the reported situation occurred. No additional info available.